Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect (B)(6) list 7c18 that has a similar product distributed in the us, ausab list number 1l82.

Event description:
The customer observed (B)(6) result on the architect analyzer. The following data was provided: (B)(6). Specimens with result values of greater than or equal to 10.00 miu/ml are considered reactive and specimens with result values of less than 10.00 miu/ml are considered nonreactive. There was no impact to patient management reported.